Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jhqg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was at her health care provider's office a day prior to this call, he looked inside of her body with a camera and he also filled up the bladder. The patient stated on the next day she has had a terrible shocking episode three times while sitting or standing. The patient was "screaming bloody murder" and it was a horrible shocking. The patient was so freaked out and she was shaking. The patient verified she turned the implantable neurostimulator (ins) down to 0 volts and it was currently turned off. The patient felt shock on the right hand side of her bladder where she normally felt the stimulation. The patient stated that the device had the device has basically never worked for her and that is why she is having the testing done. The health care provider had told the patient to turn the ins off to see how she did. The patient turned it off and within 30 hours she had to turn it back on, so she guesses it was working somewhat for her. The patient called her managing doctor and was waiting to hear back. The patient was going to going to have a technician check the ins next. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that she was still having problems with the implant. She had it on at a low level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that there had been no therapeutic effect since implant, and that patient was peeing all the time. Patient mentioned that they met with someone and they tried turning the therapy off but patient was peeing more with stim off, so they currently have stim on as it was working a little bit. Patient reported they were concerned with using ben wa balls since they had been going through a lot of test. Patient thought the shock they previously had was from the hcp ending up pushing a wire when doing a vaginal exam however it was explained to patient that wire is placed in sacral area. Patient advised to follow up with their hcp to have device checked. No further complications were reported.